Event description:
It was reported that an unspecified vision stent was implanted in the patient in (B)(6) 2012. The patient developed a rash in (B)(6) 2012. As the patient has a liver function disorder, the allergen could not be determined. As the patient is currently taking several medications, the cause of the allergy will be narrowed down by stopping the medications one by one and observing the reactions. No treatment for the rash was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. Estimated date of event. Estimated implant date.

Event description:
Subsequent to the initial report filing, additional information was received stating that the stent was a 3.0 x 23 mm vision stent implanted on (B)(6) 2012. The rash started to appear around the middle of (B)(6) 2012. The source of the allergy was not determined. However, the persistent symptoms have disappeared after stopping taking medication one by one. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: re-estimated based on reported information that the event occurred mid (B)(6). Implant date corrected. There was no reported product deficiency. The reported hypersensitivity (allergy for metal used in stent) is listed in the mini vision instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.